Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial and ventricular channels. Low ventricular pacing lead impedance was also noted. Review of stored and real-time egms suggest a possible ventricular lead issue. The lead will be monitored.